Manufacturer narrative:
The customer reported that they scanned three different ECG files for three different patients, transmitted them to the remote site, and found them to be all the same. Philips worked with the customer to understand the problem and to do an investigation. The problem was caused by the customer accidentally transmitting training files instead of ECG files taken from the recorder. The customer was given instructions on how to avoid accidentally loading and transmitting training files. Though there was no reported injury or misdiagnosis, we are considering this to be a reportable event caused by a combination of user error and poor labeling of the ECG training files, the customer reported that they scanned three different ECG files for three different patients, transmitted them to the remote site, and found them to be all the same. Philips worked with the customer to understand the problem and to do an investigation. The problem was caused by the customer accidentally transmitting training files instead of ECG files taken from the recorder. The customer was given instructions on how to avoid accidentally loading the transmitting training files. Though there was no reported injury or misdiagnosis, we are considering this to be a reportable event caused by a combination of user error and poor labeling of the ECG training files. The customer did not provide a serial number associated with this event. There was no device failure.

Event description:
The customer reported that they scanned three different ECG files for three different patients, transmitted them to the remote site, and found them to be all the same.